Event description:
During the last 1-2 mins of procedure, the anesthesiologist felt the ventilator portion of the anesthesia machine was not as smooth as before and "was acting different." Pt was then bagged by the anesthesiologist for the last 1-2 mins and then taken off the machine and moved to recovery. No adverse reaction to pt. The anesthesia machine was taken out of use until it was evaluated. The following day doctors oxygen service inc. Evaluated the machine and replaced a sticky diaphragm assembly. Testing and ok for use.